Manufacturer narrative:
The lot number was provided for two out of three reported malfunctions, therefore, a lot history reviews are performed. The devices were not returned to the manufacturer for evaluation; however, medical records are provided and reviewed for all the three malfunctions. Therefore, the investigation for the two reported malfunctions are confirmed for the alleged filter tilt. However tilt is inconclusive for the remaining malfunction as there was no objective evidence was provided. The definitive root cause could not be determined based upon available information. The devices are labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicates the model rf310f vena cava filter allegedly experienced filter tilt .the report was received from various source. All the three malfunctions were involved patients with no known impact to the patient. Of the three reported male patients, two male patients ages were ranged from 50 to 81 years old. The remaining patient's weight was not provided.